Manufacturer narrative:
D.6b: only month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the removal surgery was performed at the end of february, date unknown.

Manufacturer narrative:
H6: please note that code f11 has been replaced with code f1903 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that ¿occasional intense electric stimulation sensation is felt even though the stimulation had been turned off for a month¿ at the time of follow-up. It was stated that due to the patient¿s previously reported intense stimulation sensation, their physician recommended the patient turn their stimulation off for a month to determine if the spinal cord stimulation (scs) was the cause. The patient subsequently still felt the same occasional intense stimulation sensation as before even with the stimulation turned off. After consultation with a physician, it was decided to remove the patient¿s device. A removal procedure was scheduled for the end of february. It was noted that it was the physician¿s opinion that the scs was probably not the cause of the problem. However, the patient¿s distrust of scs could not be dispelled and there was no need to forcibly continue therapy, so it was decided to remove the device. Impedance results from (B)(6) 2024 showed electrode pair 0-9 had an impedance of 190 ohms. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no additional information has been obtained from the patient, so it is unknown whether the problem has been resolved at this point. The manufacturer representatives are not planning to take any additional measures regarding this matter.

Manufacturer narrative:
Some information was previously reported through regulatory report # 2182207-2023-00249 and has been included for completeness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar spondylosis, sciatica. The patient reported through the manufacturer representative (rep) that the stimulation felt was too strong. It was stated that ¿the actual stimulation felt did not match the intensity of the stimulation displayed on the controller.¿ the stimulation ¿came on painfully¿ at 0.5 v and even when adjusted to about 0.2 v, the patient still ¿felt that the stimulation was too strong.¿ it was noted that the patient¿s chronic disease pain would recur when the stimulation was turned off and that the patient was ¿struggling¿ at the time of report. Attempts were made to reduce the patient¿s stimulation, but ¿the patient did not feel much change.¿ the stimulation was ¿tried up to 0.1, but it did not improve the situation.¿ the issue remained unresolved at the time of report. It was unknown whether any external factors may have led or contributed to the issue. The patient¿s physician¿s observation about causality was asked, but unknown. It was noted that the patient received ¿pain relief with block injection.¿ the rep asked the patient to adjust their stimulation output with their patient programmer and recommended that the patient get medical consultation at a medical institution for additional stimulation adjustment. A condition update had not been received as of (B)(6) 2022. The patient¿s indication for device use was ¿deformity and lower back pain.¿ no further complications were reported or anticipated. Additional information was received. It was reported that in the afternoon, the intensity of the stimulation feels sudden and strong, and there is a keening noise and pain in the ears. This condition has continued for about half a month. The stimulation was just right when it was set at the end of last year, but the patient said that the stimulation suddenly began to feel stronger in the afternoon than half a month ago. For troubleshooting, group 1 was changed from 1.0 to 0.7 and group 2 was changed from 0.9 to 0.7. It was unknown if the issue was resolved at the time of report. Health damage was reported as the patient outcome. It was unknown if surgical intervention occurred. The physician's opinion regarding the causal relationship was unknown. Additional information was received. It was reported that the cause of stimulation feeling sudden and strong was unknown. The further actions to resolve their issues were that a group 1 was changed from 1.0 to 0.7 and 2 from 0.9 to 0.7 and the patient's condition will be observed. If the patient visits the medical institution for medical consultation and requests stimulation adjustment, the manufacturer representatives (reps) plan to deal with it, but they do not plan to deal with it at this point. It was unknown if the issues have since been resolved.